Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's high voltage lead had high pacing impedance and was fractured. The patient was asymptomatic. The lead was explanted and replaced. Further information was not provided.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5151420.